Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007, patient reported right shoulder pain. On (B)(6) 2007, patient was diagnosed with right partial rotator cuff tear. On (B)(6) 2007, patient underwent surgery for rotator cuff repair. MRI scan from (B)(6) 2007 shows: high grade partial thickness tear involving the undersurface of the supraspinatus as well as infraspinatus; ac joint arthropathy; superior labral tear; mild glenohumeral osteoarthrosis. Impression: right shoulder rotator cuff tear; right shoulder mild glenohumeral osteoarthrosis; ac joint arthrosis; probable carpal tunnel syndrome. On (B)(6) 2008, patient reported worsening pain <(>&<)> numbness of his right le, especially his foot <(>&<)> heel. On (B)(6) 2009, patient reported right ankle pain. On (B)(6) 2009, patient reported right leg pain extending down the lateral side beneath the lateral malleolus towards his foot. Impression: this is felt to represent tendonitis of the peroneal tendon. He was sent to physical therapy for iontophoresis and exercises. He will continue his brace at work, which was prescribed several months ago, and helps somewhat and continue naprosyn, which also helps. He will return in 1 month. If symptoms do not abate, he may require a possible reinjection but he was warned of possible rupture of the tendon with injection. On (B)(6) 2010, patient underwent MRI of lumbar spine w/wo gandolinium. Impression: postsurgical changes of l4-l5 posterior fusion as detailed above. Enhancing tissue along the right thecal sac and within the intervertebral disc space likely reflects postsurgical scar; multilevel spondylosis as detailed above. Persistent moderate to severe neural foraminal stenosis at l4-l5; scar enhancing around the right side of the thecal sac at l4-l5 following a 20 ml gadolinium. On (B)(6) 2010, patient reported bilateral knee pain. On (B)(6) 2011, patient presented for routine visit. On (B)(6) 2012, patient underwent maxillofacial CT with contrast. Impression: no CT abnormalities of the parotid glands; mild sinus disease. On (B)(6) 2012, patient reported bilateral knee pain. On (B)(6) 2012, patient reported bilateral knee pain. Patient underwent x-ray of knee (ap, lat and tangential). Impression: moderate to severe bilateral osteoarthrosis most pronounced within the medial compartments of both knees. Small right knee effusion. Ossified loose body and less likely a fabella within the left knee. This could be further differentiated with tunnel view if clinically warranted. On (B)(6) 2013, patient underwent MRI of spinal canal w/wo gandolinium for increasing low back pain radiating to buttocks. Impression: multilevel degenerative changes in the lumbar spine, unchanged as compared to the prior 2010 study. Postoperative changes with fusion at l4-ls level with stable enhancing granulation tissue along the right aspect of the thecal sac. Stable epidural lipomatosis in the lumbosacral spine.

Event description:
It was reported that on (B)(6) 2002 the patient underwent a ECG which was normal with no significant changes from a (B)(6) 2000 study. On (B)(6) 2007 the patient presented with mechanical back pain with persistent right leg pain and the pre-operative diagnosis of degenerative disc disease with spinal stenosis at l4-5. The patient underwent surgery that consisted of pedicle screw fusion l4-5, with intertransverse fusion with allograft, autograft, and infuse on the left at l4-5; total right facetectomy, partial laminectomy and decompression of the dura sac; l4-5 nerve root decompression; total discectomy at l4-5 with interbody fusion with peek cage and allograft and autograft; and pedicle screws and instrumentation. Per the operative report ¿¿. The 11 x25 mm cage was packed with bmp and allograft and autograft and vertically oriented, tapped int opposition and then rotated across the midline anteriorly. The residual defect was filled with allograft and autograft and bmp sponge, for a total of 4 sponges in the disk space¿ tow bmp sponges and residual autograft and allograft were then packed into the intertransverse area on the left side , completing the proceeding. Fluoroscopic and x-ray images were obtained intra-operatively to verify position and alignment. No patient complications were noted. On (B)(6) 2007 the patient presented with pain and underwent a lumbar spine CT which demonstrated status post right transforaminal lumbar interbody fusion and posterior fusion at l4-l5; postoperative changes with bilateral l4 foraminal stenosis; mild diffuse disc bulging at the l2-3, l3-4, and l5-s1 levels; prominence of the epidural fat beginning at and extending inferior to the l5-s1 disk space. The thecal sac assumed a trefoil appearance the findings were consistent with epidural lipomatosis. The patient underwent labs that showed low hemoglobin, hemocrit, and high rdw. On (B)(6) 2007 the patient was discharged from hospital. The patient was prescribed the discharge medications of percocet and flexeril. On (B)(6) 2007 the patient presented with chronic low back pain and for a ls corset fit. On (B)(6) 2007 the patient presented in a post op f/u continued pain in back and posterior thigh with tingling on the left. The postoperative numbness was somewhat diminished. (B)(6) 2007 the patient presented for an audiology consult. The patient underwent a. Electronystagmography( eng). Results were normal. On (B)(6) 2007 the patient presented with pain and underwent x-rays of the right shoulder which showed degenerative changes, a right shoulder MRI was conducted which demonstrated rotator cuff tear; diffuse cuff tendopathy; and ac joint arthropathy and impingement onto the rotator cuff. On (B)(6) 2007 the patient presented with chronic shoulder pain and intermittent numbness over the thumb and index finger of the right hand. On (B)(6) 2007 the patient presented with right upper extremity pain and numbness in thumb and index finger. On (B)(6) 2007 the patient presented in a post op f/u with improved pain and worsening tingling in foot as well as intermittent sharp, shooting pain in side. The patient was prescribed lyrica (new) for neurological symptoms. Lumbar x-rays were taken which showed anterior and posterior fusion at l4-5 ¿ unchanged. On (B)(6) 2007 the patient presented right upper extremity parathesisas and was evaluated for right upper extremity mono neuropathy and right cervical radiculopathy, on (B)(6) 2007 the patient presented with aching, stabbing back pain extending through right buttock posterior thigh to foot. The patient also reported numbness in hip and right foot. The patient was on medrol and lyrica. On (B)(6) 2007 the patient presented with numbness in right foot and burning, aching pain in low back and right foot. The patient reported the symptoms worsened after having ¿overworked in yard¿ in may. The patient reported a reduction in sleep; restricted social life; limited activity; and difficulty driving (numb foot) from the pain. X-rays of the lumbar spine demonstrated a stable post operative appearance. There was no instability noted however the degree of flexion was suboptimal. On (B)(6) 2007 the patient presented with a complete rupture of the rotator cuff and underwent surgery which consisted of right shoulder video arthroscopy with rotator cuff repair. On (B)(6) 2007 the patient presented with pain and persistent numbness in the foot. The patient underwent a lumbar x-rays which showed no abnormal lucency; intact pedicles; no loosening or listhesis; diffuse endplate osteophytes at all levels; and moderate to severe facet arthrosis l5-s1 bilaterally. On (B)(6) 2007 the patient presented with improved shoulder symptoms. On (B)(6) 2007 the patient underwent labs which demonstrated high cholesterol and triglyceride levels, on (B)(6) 2008 the patient underwent labs demonstrated high cholesterol and triglyceride levels, on (B)(6) 2009 the patient reportedly underwent a CT of the abdomen. On (B)(6) 2009 the patient reportedly underwent an abdominal ultrasound. On (B)(6) 2010 the patient underwent labs which demonstrated high cholesterol and triglyceride levels, on (B)(6) 2010 the patient presented with back pain and underwent a lumbar spine MRI which demonstrated postsurgical changes of l4-l5 posterior fusion as detailed above; enhancing tissue along the right thecal sac and within the intervertebral disc space likely reflecting postsurgical scar; multilevel spondylosis; persistent moderate to severe neural foraminal stenosis at l4-l5; and scar enhancing around the right side of the thecal sac at l4-l5 following a 20 ml gadolinium. On (B)(6) 2010 the patient presented with hip pain and underwent hip x-rays which showed very mild bilateral hip osteoarthrosis and diffuse osteopenia which can be seen with osteoporosis. On (B)(6) 2010 the patient presented with an acute right ankle injury. The patient underwent x-rays for the ankle which showed no sign of acute fracture and an old apical avulsions from both malleoli. The patient also underwent x-rays of the tibia and fibula which demonstrated no radiographic abnormalities. On (B)(6) 2008 the patient presented with low back pain and right radiculopathy. The patient underwent a emg/nerve conductive study which showed chronic right l5 radiculopathy. On (B)(6) 2010 the patient presented with peroneal tendonitis. On (B)(6) 2010 the patient presented with knee symptoms and underwent x-rays of the knee which showed tricompartmental osteoarthrosis most pronounced within the medial compartments where it was mild and small joint effusions bilaterally. On (B)(6) 2010 the patient presented with blood in stool and underwent the removal of cyst (s). Per the pathology: tubular adenoma. On (B)(6) 2010 the patient presented with persistent knee pain (ongoing 8 years ) right > than left with occasional swelling. The patient reported worsening symptoms. X-rays showed mild osteoarthritis. On (B)(6) 2010 the patient presented with worsening right knee pain (8yr history). The patient underwent a knee MRI which showed extensive chondromalacia involving the medial compartment and medial patellar facet with focal osteochondral defect along the medial femoral condyle and adjacent bone marrow edema; a complex tear involving the posterior horn and body of medial meniscus; a horizontal tear involving the posterior horn of lateral meniscus and moderate suprapatellar joint effusion. On (B)(6) 2010 the patient presented with knee pain and was issued knee sleeves. On (B)(6) 2010 it was reported that the patient presented with skin lesions ¿ possibly scabies. On (B)(6) 2011 the patient presented with pain l4-5 and reported having fallen out of a tree. The patient underwent lumbar spine x-rays which demonstrated stable alignment status post l4-l5 stabilization with posterior spinal rods and attached interpedicular screws with intervertebral disc fusion. Mild to moderate degenerative type changes were stable since previous examination. On (B)(6) 2011 the patient presented normal internal ocular health in both eyes and insignificant cataract both eyes. On (B)(6) 2011 the patient presented with a torn right medial meniscus and underwent surgery which consisted of a knee video arthroscopy with implants. No patient complications were noted. On (B)(6) 2011 the patient completed a mhs suicide assessment and mental health consultation. The patient presented with depression (per initial phone call). The patient reported problems walking due to knee injury; stress; occasional suicidal ideation; anhedonia; problems with concentration; neuralgia; hemorrhoids; degenerative arthritis. The patient reported starting to drink more to help them sleep and numb their feelings. On (B)(6) 2011 the patient had high vit k, cholesterol and triglyceride levels , ast, and alt levels. On (B)(6) 2011 the patient underwent labs which showed high glucose, vit k, ast, and alt levels. On (B)(6) 2011 the patient presented with an elevated liver function and underwent an abdominal echogram which showed diffuse fatty infiltration of the liver versus diffuse hepatocellular disease; hyperechoic mass of the left kidney which may have represented a complex cyst versus solid mass. Prior imaging for the mass had not been definitive. There was an interval enlargement since 2006. On (B)(6) 2011 the patient presented with pain and underwent an abdominal and pelvis CT scan which, when compared to a 2006 study, demonstrated a left renal low attenuating lesion consistent with a cyst slightly larger than 2006. On (B)(6) 2011 the patient underwent labs which showed high glucose levels. On (B)(6) 2012 the patient presented with right parotid pain and underwent a maxillofacial CT which showed no abnormalities of the parotid glands and mild sinus disease. (B)(6) 2012 the patient presented with increasing low back pain which radiated into the buttock. A lumbar spine MRI performed which showed multi-level degenerative changes in the lumbar spine, unchanged from prior study; poste-operative changes with fusion at l4-5 level with stable enhancing granulation tissue along the right aspect of the thecal sac; and stable epidural lipomatosis in the lumbosacral spine. On (B)(6) 2012, reportedly, the patient underwent a lumbar spine MRI. On (B)(6) 2012 the patient presented with increasing knee pain and underwent standing bilateral knee x-rays which showed moderate to severe osteoarthritis most pronounced with the medial compartments of both knees; a small right knee effusion; an ossified loose body or fabella with the left knee. On (B)(6) 2012, in a telephone encounter, the patient reported itching and rash on bilateral middle fingers and tip of left foot (duration: approx. 1 year). On (B)(6) 2012 in dermatology consult. On (B)(6) 2012 the patient presented with a left medial meniscus tear and underwent a MRI of the left knee which demonstrated a displaced flap teat of the body and posterior horn of the medial meniscus; a small radial tear of the lateral meniscus; ossified loose body in the posterior medial joint; and advanced chondromalacia in the medial and lateral compartments. On (B)(6) 2012 the patient presented with elevated blood pressure. On (B)(6) 2012, in a telephone encounter, the patient reported persistent nonproductive cough, fatigue, shortness of breath, wheezing, chest tightness, and right lower jaw pain. On (B)(6) 2012 the patient reported sinus congestion with cough. On (B)(6) 2012 the patient presented with a persistent cough (+6 weeks), and underwent chest x-rays which showed no acute cardiopulmonary observations. On (B)(6) 2012, in a telephone encounter the patient reported right ear pain that ran along the jawbone and itching of the ear -onset 6-8 months prior but worse over the previous 10 days. A CT, reportedly, was conducted which showed no abnormalities of the parotid glands and mild sinus disease. On 22 june 202 the patent reported right facial pain. On (B)(6) 2012 the patient presented for an allergy consultation with persistent cough (4months) that reportedly keep them awake at night. The patient also reported difficulty breathing and headaches. On (B)(6) 2012 the patient presented with diabetes mellitus ii and underwent diabetic teleretinal imaging which showed mild nonproliferative diabetic retinopathy right/left. On (B)(6) 2012 the patient presented with dyspnea/asthma and underwent a cp pulmonary function testing which showed no evidence of pulmonary obstruction. On (B)(6) 2012 the patient presented with hemorrhoids, chronic cough, acute sinusitis, and allergic reaction to chlorpheniramine. This medication was d/c¿d. On (B)(6) 2012 the patient presented with a persistent cough which the patient reported as keeping them up at night. On (B)(6) 2012, in a telephone encounter, the patient reported persistent couch. On (B)(6) 2012 the patient presented with chronic cough; right sided buttock pain radiating to leg and worse with walking; and allergies. The patient also underwent a ptsd screen which was negative. On (B)(6) 2012 the patient presented with a chronic cough with a history of asbestos exposure x 25 years. The patient underwent a thorax CT which demonstrated no significant findings. There was a mild centrilobular emphysema; there was a possible 2mm nodule in the anterior right lobe; there was a small calcified granuloma in the anterior lingual ¿ lungs were otherwise clear. The thyroid was unremarkable. There were calcified right hilar lymph nodes; there were not osteolytic or osteoblastic bone lesions identified. On (B)(6) 2012 the patient presented with a persistent cough. A CT, reportedly, was conducted which showed no abnormalities. On (B)(6) 2012, in a telephone encounter, the patient reported increasing pain and numbness low back -down right leg and report that gabapentin was not helping. On (B)(6) 2012 the patient presented for a general eye exam ¿ insignificant cataract both eyes. On (B)(6) 2012 the patient presented with low back pain and numbness/tingling in the lower extremity increasing steadily over the la st 3 months. The patient was scheduled for an emg/nerve study. On (B)(6) 2013 the patient presented for a physical therapy consultation. The patient reported having had a tens unit previously but that it was no longer working. The patient stated that it helped when it had been working. The patient wanted a replacement which they received along with training. On (B)(6) 2013 the patient reported occasional right and left knee pain. In the encounter notes it stated that the patient had been on viscosupplementation in (B)(6) of the previous year. The patient walked with a mild antalgic gait. On (B)(6) 2013 the patient presented with hemorrhoids, and low back pain and sciatica. There was a prosthetics request. On (B)(6) 2013 the patient, in a telephone encounter, reported acute low back pain on the right side near the hip with chronic intermittent numbness down right leg and right foot on (B)(6) 2013 the patient had high rdw and eosin levels. On (B)(6) 2013 the patient underwent chest x-rays which showed no acute pulmonary disease and possible expansile lytic lesion involving the distal right clavicle. On (B)(6) 2013 the patient presented with low back pain and pain and numbness to the top of right foot. Reportedly the patient had undergone 4 emg/ ncs in the past. An emg in 2008 showed chronic right l5 radiculopathy. The patient underwent an emg/nerve conductive study which showed electro diagnostic suggestion of a right l5-s1 radiculopathy, chronic in nature, and without evidence of ongoing muscle denervation. There is no electro diagnostic evidence of a rle plexopathy, nor overt peripheral neuropathy, or myopathy. - absence of superficial peroneal sensory response could be considered a normal response, present in 25% of patients above the age of 60. On (B)(6) 2013 the patient reported that they had been placed on a drug study in march and since their lft were up. The patient had stopped taking the drug. In a (B)(6) 2013 gastroenterology diagnostic study note it mentions the patient was scheduled for a colonoscopy. On (B)(6) 2013 the patient, in a phone encounter, presented with a history of polyps for gastric colonoscopy consultation. On (B)(6) 2013, in a telephone encounter, the patient reported ongoing lower, right sided back pain. The patient also reported that the prescribed lyrica was not helping. On (B)(6) 2013 the patient presented with a history of polyps and underwent a colonoscopy and removal of polyps. The procedure showed benign neoplasm; internal hemorrhoids; non-specific abnormal findings in stool contents; and residual hemorrhoids; skin tags. A biopsy of the polyps showed them to be tubular adenoma. On (B)(6) 2013 the patient reported chronic back pain and that they were utilizing a tens unit with some relief. The patient reported that the pain had been so bad several days prior that they couldn¿t walk. The patient was taking oxycodone for the pain. In a (B)(6) 2013 addendum to a gastroenterology diagnostic study encounter stated that, given the patients history, a colonoscopy should be repeated at 5 years or sooner if needed. On (B)(6) 2013 the patient presented for a diabetes control exam. On (B)(6) 2013 the patient presented for an elevated diabetes exam. On (B)(6) 2013 the patient presented with sciatica pain and ever present pain. An emg of the lower extremities showed improvement. The patient was to be scheduled for a functional capacity evaluation. On (B)(6) 2013 the patient presented to allergy clinic and complained of very thick mucus with chronic cough. Assessment: non-allergenic rhinitis. On (B)(6) 2013 the patient presented with sinus problems. On (B)(6) 2013 the patient presented to allergy clinic and complained of very thick mucus with chronic cough. Assessment: non-allergenic rhinitis. On (B)(6) 2013 the patient underwent labs which demonstrated high cholesterol and triglyceride levels. On (B)(6) 2013 the patient underwent an alcohol screen which was negative. The patient underwent a complete foot exam- sensory was abnormal. The patient also presented with obesity -health risks of such were discussed. On (B)(6) 2013 the patient presented with chronic pain and mycosis of toe nails. On (B)(6) 2013, in a telephone encounter, the patient requested a referral for an injection in his back for chronic back pain. On (B)(6) 2013 the patient presented with diabetes mellitus type 2; difficulty with ambulation; pain in back and leg; the patient underwent a podiatry consultation. Impression: onychornychosis secondary. The patient underwent nail debridement.